Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The reported keypad not working was unable to be confirmed during evaluation. Evaluation performed keypad testing and found no discrepancies. The keypad did not have stuck keys or delayed inputs. The device was found to operate within specification.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump keypad was not working, specifically button rows (. 4 5 6) did not work during an unspecified process step. There was no patient involvement. No additional information is available.